Event description:
This is filed to report the clip becoming stuck in the chordae resulting in chordal damage and unexpected medical intervention. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. A nt mitraclip (lot:30406r1102) was advancing through the valve into the ventricle. It was decided to bring the clip back to the atrium because the left ventricular outflow tract (lvot) axis was not aligned properly. The clip was inverted and pulled back but encountered resistance as the clip became stuck in chordae. Troubleshooting was performed which successfully freed the clip, however an anterior chordae had broke resulting in aggravated mr. An additional nt clip (lot; 30313r1019) was implanted, capturing the chordal rupture and reducing mr to grade 1-2. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported unspecified tissue injury (therapy/non-surgical treatment, additional (includes additional mitral/tricuspid valve)) associated with the chordae rupture was due to the clip being freed from entanglement. The cause of the reported difficult to remove (anatomy) associated with the chordae entanglement could not be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.